Manufacturer narrative:
The insulin pump was received with depleted alkaline battery installed. The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test. The insulin pump had cracked reservoir tube lip. Data analysis: (B)(6) 2016 daily insulin total = 12.450u (no delivery alarm at 22:25:42); (B)(6) 2016 daily insulin total = 0.000u; (B)(6) 2016 daily insulin total = 0.000u; (B)(6) 2016 daily insulin total = 0.000u. No data listed after 04/30/16.

Event description:
It was reported that the customer passed away in a hospital. The caller stated that they do not know the cause of death because they do not have the death certificate yet. The customer was hospitalized on (B)(6) 2016, for one week, due to high blood glucose; the customer was ischemic in small bowl, liver and kidneys. The customer was released to rehabilitation after treatment, became unresponsive on (B)(6) 2016 during the day, while in rehabilitation. The caller stated that the customer had heart disease and had bowl infection. The caller did not know the customer's blood glucose at the time of death; he was receiving palliative care and the blood glucose was not being checked. The customer was not wearing the insulin pump at the time of death; it had been disconnected at the hospital on (B)(6) 2016, per hospital requirements. The customer was not using sensors. The caller agreed to return the insulin pump for analysis.